Event description:
A call was received through technical services reporting impedance decline noted through transtelephonic check. The lead was later replaced. No patient complications have been reported as a result of this event.